Event description:
It was observed that during the device evaluation, the charged coupled device (ccd) lens of the bronchovideoscope was dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dirt or dust problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the following fields: d9, h3, and h6 codes. Date of event is unknown. Additional information will be provided if available. The device was not returned to olympus for inspection and the reported event was not confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.